Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the saline leaked from the kinked part of the catheter. The target lesion was moderately tortuous. During a percutaneous coronary intervention (pci), outside the patient's body, saline was leaking from the part where the catheter was kinked. The procedure was completed with another with the same device. No patient complication was reported and the patient's condition was good. However, device analysis revealed that the clear imaging window tubing is partially detached from the blue sheath tubing and open hole at the lap joint area.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed kinks in the telescope assembly at 63.0 and 71.4 cm from femoral marker to the proximal end. The telescope assembly was not able to pullback or advance properly. The sheath assembly was found to have the clear imaging window tubing partially detached from the blue sheath tubing at the lap joint. Fluid was found leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. During image characterization testing, no image appeared in the system due to electrical open at proximal. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable. A wavy imaging core was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).